Event description:
The user facility reported that the involved terumo surguard3 safety needle needle-stick preventive cap came off, and the user incurred a needle-stick injury. After connecting a surguard iii to a lock-type syringe, an arterial blood sample was collected. To attach to a blood transfer device after collection, a nurse attempted to remove the needle. However, the fitting connection was tight so the user could not remove. When the doctor again attempted to remove the needle, the cap came off and the doctor incurred a needle-stick. The needle stick injury was handled according to the hospital rule. The event occurred post-treatment. No medical or surgical intervention was required. Additional information was received on 31 jul 2023: the safety sheath was activated. The user recognized the safety sheath was activated with a click-sound heard. The doctor attempted to remove the needle with significant strength, then the safety sheath was accidentally removed at the root. The doctor, who got a needle-stick, was immediately tested, and no infection disease was confirmed. Another test will be performed one month later.

Manufacturer narrative:
A1: patient identifier: requested, unknown. A2: age & date of birth: requested, unknown. A3: patient sex: requested, unknown. A4: weight: requested, unknown. A5: ethnicity: requested, unknown. A6: race: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. E3: occupation: office clerk. H4: device manufacture date: unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the lot number is unknown, an evaluation was not performed. A total of twelve (12) complaints were recevied from the previous two fiscal years to the present for the same issue where most of the problems are related to usage particularly due to improper activation of the device (not activating with a one-handed technique using the three methods: finger, thumb, and hard surface). Based on the investigation of individual complaints there was no attributable cause noted related to our product and production process. The needlestick was caused by the detachment of the safety sheath brought about by the user's use of excessive force when removing the needle from the syringe. Our safety needles comply with iso 80369-7 wherein it passed the dimensional and performance requirements. A series of inspections are being performed during in-process and qc outgoing which check the condition of sg3 needles. Only passed lot samples will be shipped for distribution. Therefore, we advise following the instructions for use (IFU) indicated in the leaflet for the proper usage of the sg3 safety needle in which warnings to prevent cautions and precautions are also included. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.